Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient wanted to find out the manufacturer rep that will be present at her upcoming battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient called in because her programmer hasn't been working for a long time. Patient said she put new batteries in the programmer, but the programmer still isn't working. During the call patient got poor communication with and without the antenna. Patient said she hasn't felt stim for several months and is having accidents. Patient services reviewed the possibility of depleted ins and recommended patient follow up with their doctor. No further complications were reported or are anticipated.